Manufacturer narrative:
The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub location. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a broken cable. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-may-2024: the issue occurred during a cephalic duodenopancreatectomy (cpd) procedure. The instrument was inspected prior to use and no damage was found. There were no instrument collisions during procedure. The issue was related to opening/closing and left/right (yaw) motion of the grips. The issue was also related to up/down (pitch) motion of the wrist. The observed protruding cables at the distal end are the ones that controls the opening/closing of the jaws and one that controls the up/down motion of the wrist. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.